Event description:
Boston scientific crm received info that this cardiac resynchronization therapy defibrillator (crt-d), OEM right atrial (ra) lead, competitive right ventricular (rv) defibrillation lead, transvenous rv pace/sense lead, and transvenous left ventricular (lv) lead were explanted due to pocket infection. No adverse pt effects were reported as a result of this observation. The rv pace/sense lead was temporarily placed, and will be removed once infection clears.